Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by an end user, who stated that the "brakes do not lock anymore and have caused him to fall and hit his head," sustaining a "gash on the side of his head." An ambulance was called, and his son, who is a doctor, examined him, however he did not receive additional medical attention. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.